Event description:
Olympus was informed that during a pancreatectomy procedure. The teflon pad burned out. It was noted that the intended procedure was completed using another device. There was no pt injury reported.

Manufacturer narrative:
The device has not been returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.